Event description:
Pt presented to optometrist with pain and photophobia. Exam noted a small central corneal ulcer. The pt was immediately referred to an ophthalmologist corneal specialist due to the pt's age and central location of the ulcer. The optometrist noted his pt's are not allowed to wear lenses overnight but this pt did admit to overwear and occasional overnight wear. The ophthalmologist cultured the 0.1x0.1mm ulcer and no growth was found. Vigamox and pred forte were prescribed after the culture sample was obtained. Within 2 weeks the ulcer resolved with treatment, and the pt was discharged to the care of the optometrist and was refit with 1-day acuvue contact lenses. No loss of visual acuity was noted. The product in question was not available for eval. If additional info is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No conclusions can be drawn.